Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severely increasing pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), loss of personal independence in daily activities ("she is prevented from practicing and enjoying the activities of daily life"), pelvic discomfort ("discomfort") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent surgery to remove fallopian tube essure coils and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and abdominal pain had resolved and the loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain, loss of personal independence in daily activities, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severely increasing pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), loss of personal independence in daily activities ("she is prevented from practicing and enjoying the activities of daily life"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent surgery to remove fallopian tube essure coils and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and abdominal pain had resolved, the loss of personal independence in daily activities had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: abnormal bleeding. Event uterine haemorrhage was updated to non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severely increasing pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), loss of personal independence in daily activities ("she is prevented from practicing and enjoying the activities of daily life"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent surgery to remove fallopian tube essure coils and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and abdominal pain had resolved, the loss of personal independence in daily activities had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, loss of personal independence in daily activities, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severely increasing pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), loss of personal independence in daily activities ("she is prevented from practicing and enjoying the activities of daily life"), pelvic discomfort ("discomfort") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent surgery to remove fallopian tube essure coils and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort and abdominal pain had resolved and the loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain, loss of personal independence in daily activities, pelvic discomfort, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.